Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was mentioned that the patient had not attend to follow-up for almost two years. Technical services (ts) discussed the device has depleted beyond battery capacity depleted (bcd) and is at storage mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.